Manufacturer narrative:
The pump was returned and evaluated by product analysis on 08/15/2014 with the following findings: moisture was observed behind the display lens. A case crack was observed; leak testing discovered a case leak. Moisture was evident on the pump¿s internal components. The pump failed to power on.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.